Event description:
It was reported the pt's catheter had dislodged. The drug, dosage and concentration were unk. Pt outcome was unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)